Event description:
It was reported that while a spectrum pump was infusing a pt at the rate of 250 ml/hr, vtbi of 250 ml, the pump delivered 150 ml after 1.5 hours (fluid and care area are unknown). It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter evaluated the spectrum pump. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing. An add'l flow rate test was performed using the event infusion parameters found in the history log (for a period of one hour) with the unit passing. Review of the history log supports the reported event parameters; however, no malfunction could be identified.